Event description:
It was reported that the patient received inappropriate therapy due to noise. Upon interrogation, aborted therapies were found. Noise was noted on both the atrial and ventricular channels. High capture threshold and low impedance were observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion between the shock coils were found at 11.6-13.9cm from the distal tip. The silicone insulation was abraded and the re sensing conductor was visible. The etfe coating was intact at the same location. Insulation and conductor damage was found at 33.0cm from the pin consistent with clavicle crush damage. One rv conductor and the inner coil insulation were melted. This is consistent with the observation from the field of noise, high capture, and low impedance.